Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station was making a loud hissing noise and was getting hot. The patients were moved to another central to prevent any outage in relation to the overheating, as overheating can result in a sudden shut down. A spacelabs healthcare field service engineer (fse) went on site and cleaned the vents and power supply of any dust/debris built up in the unit. The fse also ensured that the xcs was setup in a new location that provided better ventilation to prevent any further issues of overheating.